Event description:
Complainant alleged that while treating a pt, the device successfully delivered energy to the pt twice; however, on the third attempt the device failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.